Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-25600. Related manufacturer's reference number: 2017865-2021-25601. It was reported that the patient presented in clinic. A blood test was performed that revealed that there was an infection (endocarditis) present. Physician opted to explant the entire system. Physician stated that the infection did not attribute to the system. There was no presence of vegetation on the lead. The patient was recovering.